Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, users experienced significant delays during login, resulting in prolonged loading times and occasional timeouts. This issue impacted all users and delayed access to critical medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.